Manufacturer narrative:
Model number/catalog number: 720182-01 serial number: n/a batch/lot number: 1000590547 model/catalog description: reservoir flat 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of pain was found to be listed in the IFU. A risk review was completed and confirmed that the events of pain and mechanical malfunction were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and difficulty when attempting to operate a stiff pump. A magnetic resonance imaging (MRI) study was performed, and no device related issues were identified. The patient subsequently discontinued use of the ipp. The device remains implanted at this time, and a revision will be required.

Manufacturer narrative:
Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1000590547. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and difficulty when attempting to operate a stiff pump. A magnetic resonance imaging (MRI) study was performed, and no device related issues were identified. The patient subsequently discontinued use of the ipp. The device remains implanted at this time, and a revision will be required.